Event description:
It was reported that a device experienced a system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received the device in question. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.